Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as sore. There was no alleged device malfunction contributing to the irritation. The patient received wound care management. Patient reported that the irritation is getting better.